Event description:
During a CT scan of the chest, an extravasation occurred into the patient's right forearm. Patient had to have surgery (dorsal fasciotomy of right arm). Patient was re-admitted to the hospital for post surgical wound care.